Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported ¿rupture silicone gel breast implant¿, ¿rupture with free silicone¿, ¿likely silicone involvement in axillary lymph nodes¿, ¿pain in axilla¿, ¿cystic feeling lesion consistent with extracapsular silicone¿, ¿contracture¿ and capsular contracture baker grade unknown. Capsulectomy was performed. This record is for the right side. Device was explanted.